Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -15.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was removed and replaced with a shorter length lens within the same surgery due to excessive vault. It was reported that the replacement lens resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim#: (B)(4).